Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the board of the video connector cracked, noise was generated, and the ccd unit was damaged due to stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: the device relayed noise and no video output. This issue was caused by damage to the charge coupled device unit. Visual inspection of the device showed that the bending section cover adhesive was floating. In addition, the angulation for the up direction did not meet with specifications due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the endoeye flex 3d deflectable videoscope transmitted an abnormal video. The issue was identified during inspection prior to use. The intended diagnostic procedure was completed with a similar device. No adverse effects to patient reported.